Event description:
It was reported that the bed alarm was not working due to scale not being zeroed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.